Event description:
The patient has molluscum contagiosum involving the popliteal fossae. The patient previously tried compounded cantharidin. However topical therapies were ineffective poorly tolerated or inappropriate given the patients age and overall lesion burden. Cryotherapy was also attempted but resulted in significant pain and distress making further destructive procedures inappropriate. Reported by hcp who did not consent to follow. No further information provided or available regarding this report. (B)(4).